Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited the site and verified that the system was not switched on. Upon troubleshooting, the fse coordinated with hospital staff to inspect the earthing and overall power setup to ensure they were correctly configured and functioning. The issue was traced to the rcd (residual current device) connection, which likely affected the power delivery to the system. To resolve the issue, the fse re-fixed the rcd connection. After that, the system was in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not switching on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.